Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27-feb-2026, a sales representative reported via phone that an ar-1588r-ib acl repair tightropes tab would not go through the button. This occurred during a tibia avulsion procedure on (B)(6) 2026, when pulling the tab through the button, it would not go through. The device was removed from the patient, and the procedure was completed using a second ar-1588r-ib acl repair tightrope. This issue was delayed approximately 30 minutes, requiring no additional anesthesia. There was no harm to the patient.